Manufacturer narrative:
Reference number (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Jejunal (peg-j) tube placement took place (B)(6) 2017. On (B)(6) 2018, the patient experienced peg site infection and pain. The patient was prescribed the oral antibiotic flucloxacillin 500mg. At time of report redness and pain was improving.

Manufacturer narrative:
Reference record (B)(4).

Event description:
Follow-up report.